Event description:
The patient (sweden) received an scs system, including an extension, on (B)(6) 2008. It was reported the extension was explanted and replaced due to a loss of stimulation. The explanted extension was returned to the manufacturer for analysis. No additional information is available.

Manufacturer narrative:
Evaluation method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Visual analysis noted slight discoloration and broken wires in the header. The extension failed functional testing with channels 3, 4, 6, 7 and 8 measuring open. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.